Manufacturer narrative:
(B)(4). Batch # p57e7a. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and not returned, also the slip block assembly was noted to be damaged. The device was received with one reload loaded. The reload was returned with the knife exposed and it had the proximal 46 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Further analysis shows that the anvil was partially detached due to the three anvil posts were damaged as if the anvil was pulled out off the device. Based on the condition of damage observed in the anvil post was confirmed by an external cause as improper handling. The condition of the reload : it should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to the lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that the device was stuck up in between firing of the cartridge. The procedure was delayed by 10-minutes. The procedure was completed successfully with no patient consequences. Procedure: abdominoperineal resection.